Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a documented medical history of right bundle branch block (rbbb), which was also reported as the baseline rhythm. The membranous septum length was measured at 4.1 mm. Calcification was confirmed extending from the annulus through the subvalvular region and into the left ventricular outflow tract (lvot). During the procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve remained within the capsule and was positioned at the base of the aortic annulus. The pigtail catheter position was confirmed to be at the bottom of the non-coronary cusp (ncc). During the initial deployment of the valve, the patient developed complete atrioventricular block (cavb). Three recapture attempts were performed; however, sinus rhythm was not restored following these attempts. The valve was subsequently implanted with a final implant depth of 4 mm at the ncc and 6 mm at the left coronary cusp (lcc). Due to the persistent cavb, a temporary pacemaker (tpm) was placed, and the patient was transferred to the intensive care unit (ICU) with the tpm in place. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay was reported. The patient was reported as stable.